Event description:
Drive devilbiss healthcare was notified of an incident involving a bath seat by a provider, who reported the end user was using the bath seat when the chair collapsed. The nature of the collapse has not been specified to date. The end user was reportedly admitted to the hospital with injuries caused by the incident, however, the injuries have not been specified to date. Drive attempted to contact the provider on several occasions regarding the incident and the product, however did not receive any further information. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.